Manufacturer narrative:
Initial reporter postal code: (B)(6). The lot was manufactured november 3, 2015 - november 4, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused the desired medication. The intermate delivered the medication in 8 hours; however, the intended delivery time was 5 hours. The intermate was filled with liposomal amphotericin 240mg, ambisome filter 1mg in glucose 5%. There was no patient injury or medical intervention associated with this event. No additional information is available.